Event description:
The pt experienced a return of her nausea and vomiting symptoms in 2009, and was admitted to the hospital. She did not have a fever, diarrhea, shortness of breath, or chest pain. She was also diagnosed with diabetic ketoacidosis, uncontrolled diabetes mellitus, a urinary tract infection, and diabetic neuropathy. The pt was treated with im phenergan, IV dilaudid, IV fluids, IV insulin, and sodium bicarbonate. Within 24 hours, the dka resolved and she tolerated a liquid diet-and later, a diabetic diet. The IV insulin was discontinued and her insulin pump restarted. The pt was also given IV erythromycin per recommendation of the consulting gi physician. She was discharged 5 days later, and instructed to f/u with her gi specialist. The afternoon of about 2 days later, the pt again began to experience nausea and vomiting, along with abdominal pain and dysphagia. She was again hospitalized. Her decreased p.o. Intake had also worsened her peripheral neuropathy. An upper endoscopy revealed ulceration of the distal esophagus without evidence of neoplasm or viral inclusion; gram stain was negative for fungus. The pt also experienced hypertension. She was treated with IV fluids, IV antiemetics, IV insulin, and a pca due to the neuropathy; the ulceration was treated with carafate and a ppi to be taken twice daily. Once the pt was able to maintain adequate oral intake she was switched back to her normal pain meds. The hypertension was treated with IV hydralazine and metoprolol. Due to IV access problems and multiple hospital admissions a central line was placed during her hospitalization. A central line with subcutaneous port was also placed due to the pt's ongoing problems with gastroparesis-related nausea and vomiting. She was discharged 6 days later, with instructions to f/u with her primary physician and gi specialist. At about 2 days later, the pt experienced abdominal pain, nausea, and vomiting, along with hypertension and more painful neuropathy due to reduced fluid intake. She returned to the hospital and was treated with IV fluids, IV antiemetics, and a pca. The following morning the pt was able to eat a diabetic diet without difficulty. She was switched back to her normal oral pain and hypertension meds. She was discharged in the next day. At f/u with her gi specialist about three days later, the stimulator was adjusted. No device issues were noted. It was stated that the pt recovered without sequelae.